Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The reported device not infusing the correct amount of fluid could not be reproduced or confirmed during evaluation. Evaluation observed the device to deliver within specification in relation to the reported event. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse the correct amount of fluid. There had been a report of the device indicating it had infused all 1000 ml of a1000 ml bag of saline however, there was 300 mls left. The device was also tested with a 250 ml bag of antibiotic and there was 100 ml left in the bag. There was no known patient injury or medical intervention associated with this event. No additional information is available.